Event description:
It was reported that the patient's implanted device has migrated. Device testing revealed normal functioning. External equipment has been adjusted to assist in use of the cochlear implant. However, surgery to re-position the patient's device has been scheduled.